Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and severely tortuous left anterior descending artery. The lesion was wired with two unspecified wires and pre-dilation was then performed with two unspecified balloon catheters [1.2mm, 2.5mm]. Next, a 3.0x20mm promus element stent was advanced for treatment, but could not cross the lesion. Upon removal, stent damage was noted. The procedure was completed with a different device. No patient complications occurred and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the severely calcified and severely tortuous left anterior descending artery. The lesion was wired with two unspecified wires and pre-dilation was then performed with two unspecified balloon catheters [1.2mm, 2.5mm]. Next a 3.0x20mm promus element stent was advanced for treatment but could not cross the lesion. Upon removal, stent damage was noted. The procedure was completed with a different device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on row one at the proximal end of the stent were both twisted and raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A hypotube kink was also noted 174mm from the strain relief. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).